Event description:
One touch basic original meter would prompt the "not ok" message upon powering on. The pt neither alleged harm nor experienced injury or medical intervention. Pt did contact a medical professional for advice. No other treatment was sought. Based on the info supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.